Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Exemption number e2019001.

Event description:
It was reported that the procedure was to treat a de novo lesion in a moderately calcified distal left anterior descending artery that was 100% stenosed. The patient presented with angina. Therefore, pre-dilatation was performed with an unspecified semi-compliant balloon catheter, and a 2.75 x 38 mm xience xpedition stent was deployed at 16 atmospheres. A distal edge dissection was then noted after implantation which was treated with an unspecified xience xpedition. There was no adverse patient sequela reported. No additional information was provided.